Event description:
A surgeon reported a patient experiencing hazy vision and glare at night following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/09/2009 and 03/23/2009 by phone, fax, and mail. A completed questionnaire has not been received.